Event description:
First handpiece - surgeon was dissecting out the stomach, when the generator alarmed that there was an output error. It said to check the jaws for metal. The handpiece was withdrawn and the jaws were cleaned. The generator was reset. The handpiece was reintroduced into the patient and the same error was displayed upon use. The handpiece was taken off the field. A new handpiece was introduced. Within a couple of minutes of dissecting, it was noted that the plastic part of the tip was melting away from the tip. It was withdrawn from the patient and a third handpiece was introduced.what was the original intended procedure?laparoscopic sleeve gastrectomy.